Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous, 75% stenosed, de novo lesion in the left anterior descending (lad) artery. A 3.50x12mm xience sierra drug eluting stent delivery system (sds) was advanced without issue. During deployment, the balloon was attempted to be inflated, however the pressure did not get further than 5 atmospheres (atm) and the balloon did not inflate due to a small hole, which contrast was leaking out of. The stent remained on the balloon and was removed with the delivery system. Another xience sierra des was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Na.